Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. No motor position encoder error alarm on alarm history screen. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 350 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.